Manufacturer narrative:
The customer cancelled the service call. No additional service information was provided. No conclusion can be drawn as conclusive repair information is unavailable at this tie and no additional service information was provided.

Event description:
The customer reported that the system exhibited "pre-charge errors" upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.